Event description:
It was reported that the patient presented in clinic for a follow-up. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited high capture threshold and inconsistent threshold values. Chest x-ray confirmed that the rv lead was dislodged. The rv lead was explanted and replaced. The patient was in stable condition.